Event description:
Complainant alleged that while attempting to monitor a male pt age (B)(6), the device screen did not display an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.